Manufacturer narrative:
Qn#(B)(4). No sample is available for the manufacturer to evaluate. Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The hospital reported the following incident: during a procedure on a (B)(6 )new born, the user inflated the balloon with 1.5 ml of sterile water, but the catheter spontaneously exited the new born urethra. When the user verified the device it was noticed that the balloon was deflated and split. Another catheter was used to complete the procedure. No patient injury reported.

Event description:
The hospital reported the following incident; during a procedure on a (B)(6), the user inflated the balloon with 1.5 ml of sterile water, but the catheter spontaneously exited the (B)(6) urethra. When the user verified the device it was noticed that the balloon was deflated and split. Another catheter was used to complete the procedure. No pt injury reported.

Manufacturer narrative:
(B)(4). No sample is available for the MFR to evaluate.